Event description:
It was reported that the sys has been down and now won't fully boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.